Event description:
Further information has been reported that upon patient follow up to the physician office in mid-january, the implant site showed skin darkening. Reportedly, the patient was "called to re-implant the device in the abdomen." Reportedly the device was explanted and a similar device was implanted instead. Tissue samples from the skin and fibrous capsule were collected and sent for analysis. The results from the pathology report showed "clear signs of foreign body granuloma" in all tissue samples. Reportedly, the patient showed "no positive reaction" to the allergy kit testing done. No further information was given regarding patient status or outcome. Reference MFR. Report # 9614453-2012-00018, for information about an event after reimplantation in the patient's abdomen.

Manufacturer narrative:
.

Event description:
It was reported that the patient developed erosion at the pocket. The device was showing "alterations" for "some time" around the scar tissue and the doctor tried bipolar stimulation to avoid electrical charges around "sensitive/necrotic scar tissue" in the pocket suture. The situation got "worse" and the patient was brought to the operating room (or) for revision. The device was explanted and re-implanted on the "opposite chest" during the same procedure. The patient's symptom was redness at the device pocket. There was no patient injury. On (B)(6)-2012, it was reported that the patient came back to the clinic to evaluate if everything was "ok" with the re-implant. The suture was displaying skin erosion, with "darkening" of the skin and adherence to the device. The doctor predicted the device will extrude at "some point" in the "near future."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), product type extension; product ID 37085-60, serial# (B)(4), product type extension. Final analysis of the implantable neurostimulator revealed no anomaly. Final analysis of the extension (serial # (B)(4)) revealed no significant anomaly, the extension body was cut through, and the product was segmented. Final analysis of the extension (serial # (B)(4)) revealed no significant anomaly, the extension body was cut through, and the product was segmented.

Manufacturer narrative:
(B)(4).